Manufacturer narrative:
A supplemental MDR is being submitted for based on additional information received from the field. It was learned that the patient is symptomatic with shortness of breath. The patient has been scheduled for a valve in valve at another hospital. The following sections of this report have been updated: additional information added to b7, corrected h6 health effect clinical code, corrected h6 investigation findings, corrected h6 investigation conclusions, and additional information added to h11. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest patient factors (treatment of paget's disease) may have caused or contributed to this event as paget's disease is typically treated with bisphosphonates or calcitonin which can increase the calcium levels. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted per additional information received. A 23mm sapien 3 ultra resilia valve was successfully implanted within the sapien 3 valve during the valve in valve procedure.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. With the limited information available, the exact cause of the valve calcification is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences field clinical specialist, a valve in valve review request was placed for a 23mm sapien 3 valve implanted in the aortic position after an implant duration of 6 years and 2 months. The physician stated that the valve has failed due to calcification and degeneration. Additional details have not been provided at this time.